Manufacturer narrative:
Device was used for treatment, not diagnosis. Krishnan, j., wigg, a.e.r., walker, w., and slavotinek, j. (2003). Intra-articular fractures of the distal radius: a prospective randomized controlled trial comparing static bridging and dynamic non-bridging external fixation. Journal of hand surgery, british and european volume, 28b, number 5, pp. 417-421. This report is for unknown ao delta external fixation, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: krishnan, j., wigg, a.e.r., walker, w., and slavotinek, j. (2003). Intra-articular fractures of the distal radius: a prospective randomized controlled trial comparing static bridging and dynamic non-bridging external fixation. Journal of hand surgery, british and european volume, 28b, number 5, pp. 417-421. The purpose of the study that took place between march 1997 through april 2000 compared a non-bridging external fixator with a bridging external fixator for the treatment of severe communited intra-articular fractures of the distal radius. Sixty patients had intra-articular fractures of the distal radius and were treated with an ao delta frame or a competitor¿s device. Patients with the delta frame included: 18 females, twelve males with mean age of 58, ranging 18-82. Pin sites were dressed with betadine-soaked swabs, patients had intraoperative IV antibiotics and post-operatively followed by a week of oral antibiotics. Palmar plaster of paris was applied for the first week and the external fixators were removed six weeks postoperatively. Patients were given mobilization exercises and physiotherapy. Postoperative visits occurred at 1, 6, 12, 26, and 52 weeks. Complications as follows: 18 of 24 patients had complications; rupture of tendon. Pin site infection treated with oral antibiotics, one patient required admission. Additional surgery for an open reduction and internal fixation and two separate manipulations for joint stiffness. This is report #1 of #1 for (B)(4). This report is for an unknown ao delta external fixation with an unknown part number, lot number and quantity.